Event description:
It was reported that during a da vinci-assisted surgical procedure, when the surgeon activated the bipolar energy, error c-83 appeared on the screen. The nurse called in to report the error after the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs and confirmed several errors c-83 and also m-02 pointing to a communication timeout. Prior to calling technical support, the customer had replaced the cautery cables twice, the instrument and also rebooted the generator without change. The site was able to complete the procedure as planned by using the monopolar energy only. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. System was tested and verified ready for use. Isi has not received the iesu involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and the reported failure (several errors c-83 and also m-02) was confirmed and replicated. During power-on test, the (m-02-3) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed. The probable root cause of errors c-83 and m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.